Manufacturer narrative:
Since the product serial numbers is unknown, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device serial number is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no serial number was provided, no device history record (DHR) review could be performed. Concomitant medical products: carto 3 system, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert generator and suffered an esophageal fistula that resulted in the patient¿s death. Following a redo ablation procedure (the patient¿s 3rd overall), it was expressed that the patient had passed several weeks after the case. A transesophageal probe was performed the day before the death, but there were no significant findings. Upon autopsy, food was discovered in the patient¿s thoracic cavity, but again, no fistula was discovered. However, based on the findings, the physician deduced that there must have been an esophageal fistula at some point. This procedure involved touch-up ablation at the anterior right and left superior pulmonary veins, with 32 ablation tags on the posterior wall of the left atrium. The physician reported that this event was not likely the fault of the biosense webster product. Multiple attempts have been made to obtain clarification to this complaint, but no additional information has been made available.

Manufacturer narrative:
This event was initially conservatively reported against a generic stockert rf generator with an unknown serial number. However, on 12/29/2016, biosense webster received additional information regarding the generator in use. Smartablate generator; model #: m-4900-107, s/n: (B)(4). The related fields have been updated accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate generator and suffered an esophageal fistula that resulted in the patient¿s death. Per the customer, the device is not available for evaluation. As a result, the malfunction cannot be duplicated, and the customer complaint cannot be confirmed. The device history record (DHR) was reviewed, and it verified that the device was manufactured in accordance with documented specification and procedures.